Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer phoned bd representative complaining that on two separate incidents, 14g and 16g balloons had deflated within 2 days post inflation. Product packaging not kept, this happened about 3 months ago but customer notifying bd now. Per follow up information received via rcc on 04may2026, stated that no erroneous results, the balloon within the catheter deflated over a matter of 2-3 days instead. This should not happen ever unless the balloon was purposefully deflated. The patient had to change foley catheters twice because of these events (the balloon deflated twice on separate occasions with two separate catheters). The patient did not had any batch numbers or anything to give to us, the only note he made was that it happened 3 to 4 months ago and was purchased through independence australia.